Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that the 31 mm mitral valve was explanted at implant. The reason for explant is size. The 31 mm valve was implanted. The patient's tissue was noted to appear somewhat friable. The valve leaflets appeared to coapt well. The patient was weaned from cardiopulmonary bypass. There was no evidence of central or perivalvular leak at the mitral or aortic valve position. The patient did appear somewhat coagulopathic. Therefore, additional protamine was administered. After a period of observation, the drain output remained somewhat high. Therefore, decision was made to reopen the patient while still remaining in the operating room. This was done and an area of bleeding was identified at the area of the temporary pacemaker wire. This was oversewn. Excellent hemostasis was confirmed. Inspection revealed some ongoing welling from the posterior of the heart, but due to the double valve replacement, the device was made not to lift the heart. Several packs were placed in and around the pericardial wall. The heart was moved gently to confirm that the distal vein graft anastomosis was hemostatic and this was. The patient at this time was transfused without significant improvement of the coagulopathy. A large amount of red blood was noted to be welling from the posterior aspect of the heart. There was concern for atrioventricular dissociation. Decision was made to return to cardiopulmonary bypass to enable better evaluation of the site of bleeding. The heart was lifted and confirmed atrioventricular dissociation. Left atriotomy was opened. The atrium and the ventricle had disassociated at the posterior aspect. The 31 mm mitral valve was removed and replaced with a 29 mm mitral valve. The tissue was significantly friable at this point. Copious blood remained welling from the posterior pericardium. Heart was once again packed and massive transfusion was undertaken. Hemostasis was unable to be obtained. The patient subsequently deceased in the operating room. The indication for the procedure was due to aortic and mitral valve endocarditis. Patient also underwent coronary artery bypass grafting x 1 and aortic valve replacement during the procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.